Manufacturer narrative:
S/w unknown pump received with cracked and bleeding lcd glass, cracked reservoir tube lip, corroded battery tube and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump's screen was broken. The customer¿s blood glucose level was 170 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.